Manufacturer narrative:
Secondary surgical intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. H6- investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim#(B)(4).

Event description:
A facility representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise, and lens explant. The lens was replaced, and this did not resolved the problem. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. It should be noted that the patient's acd was less than 3.0mm at the time of implantation. Therefore there is not enough safety and effectiveness data to support implantation in this patient category. Cause of the event was patient-related factor.

Manufacturer narrative:
H11: "claim#: (B)(4)" should be corrected to "claim#: (B)(4)" in the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
B4 - should be corrected to 25-jul-2024 in initial the MDR.